Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 71-year-old female being placed on impella cp required mechanical circulatory support. It was reported the patient was on impella cp support and the device exhibited a purge pressure high alarm. The high purge pressure alarm was resolved, but pressure remained elevated. The impella cp was removed post impella 5.5 placement.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The initial MFR 1220648-2024-07629 was incorrectly sent for the incorrect pump. The report for the impella cp pump with serial number (B)(6) and filed with MFR 1220648-2024-07629 does not have any reportable malfunction nor any adverse event to report. The correct information has been submitted for the impella 5.5 pump with serial number (B)(6) in MFR 1220648-2024-09728.